Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) via internal handles, the device failed to allow discharge. The clinicians obtained another set of internal handles and was able to successfully deliver therapy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation; however, the event internal paddles were returned. Evaluation of the paddles duplicated the malfunction, which was attributed to a defective discharge switch. The handles were scrapped. Analysis for reports of this type has not identified an increase in trend.